Manufacturer narrative:
A respiratory therapist states the inomax ds (B)(4) has an internal leak. Eval summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak was corrected. The root cause of the incident was a failed pressure switch.

Event description:
On (B)(6), 2010, a call was received by customer care from a respiratory therapist. The respiratory therapist (rt) stated inomax ds (B)(4) was reported to have an internal leak. The rt refused to speak with (B)(4) technical support and did not provide any info related to the pt, dosing, or treatment. When customer care questioned the rt whether there was an impact to the pt, the reporter stated there was no impact to the pt and no adverse event occurred. The device was subsequently picked up and a replacement unit was provided to the hospital.